Event description:
It was reported by service report that the mattress rotation and alarms would not operate. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Head end right siderail board.